Manufacturer narrative:
Additional information provided in h.11. This is a duplicate of manufacturer report number 3003288808-2025-00020. No additional reports will be filed on this report number 3003288808-2025-00033. Any additional information that is received will be reported on manufacturer report number 3003288808-2025-00020. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an incomplete side cuts in the right eye of a patient, during lasik surgery. There are two related reports for this patient. This report addresses patient's sg, right eye and another manufacturer report will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).